Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One photo was provided and reviewed. The photo shows two presto devices connected to a three-way stopcock. User confirmed the presto device seen on the left is for this record. The pressure gauge is pointing off of zero, but since the device is connected, it is not possible to confirm that this was not pressurized. No specific anomalies noted. Therefore, the investigation is inconclusive for the reported incorrect reading as no objective evidence is provided. A definitive root cause for the alleged incorrect reading could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, when inflating the balloon, the inflator pointer allegedly vibrated at a rate of 1 to 2 atm. It was further reported that the surgeon thought the pressure had not been reached and continued to inflate, causing the balloon to rupture. Furthermore, the patient's blood vessels were also allegedly ruptured. Evidently, the surgeon used a new balloon to stop vessel bleeding. The patient is reported to be stable now.

Event description:
It was reported that during an angioplasty procedure, when inflating the balloon, the presto inflator pointer allegedly vibrated at a rate of 1 to 2 atm. It was further reported that the surgeon thought the pressure had not been reached and continued to inflate, causing the balloon to rupture. Furthermore, the patient's blood vessels were also allegedly ruptured. Evidently, the surgeon used a new balloon to stop vessel bleeding. The patient is reported to be stable now.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 10/2026). The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.